Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report fluctuating low and high blood glucose levels. The customer also reported receiving a finish loading alarm and an mbg now alert. The customer's reading ranged from 57 to 537 mg/dl. The customer treated with food, juice, and insulin from the pump. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned for analysis.